Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected low battery alarm during testing noted. The insulin pump passed self-test, unexpected error test and displacement test. No alarms during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that there was no low battery alert before the off no power alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.